Manufacturer narrative:
This report is a duplicate of 1416980-2017-03119.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicaps were cracked. This event was observed after use by the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.